Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead resulting in a lead safety switch. Boston scientific technical services (ts) was consulted and a lead fracture was suspected. No adverse patient effects were reported. At this time, this lead remains in service.